Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. The customer alleged that the pump's control-iq feature was not working properly; however, data review by tandem technical support indicated that control-iq was functioning as intended. Bg was addressed via glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.